Event description:
It was reported that after successful coronary stent deployment, the balloon became stuck on a kink in the guide catheter during removal. The balloon came off of the shaft in the guide catheter and the entire system was removed without incident. No pt injuries or complication occurred.